Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user's test strip had a poor fill and user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of results: 27 mg/dl, 36 mg/dl, 37 mg/dl @ 9:06 am, and 41 mg/dl @ 9:04 am. The customer's expected fasting blood glucose test result range is 90 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 38 and 37mg/dl using true result. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/18/2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is unable to see the date only the time when reviewing the results from the meter's memory. The customer is testing once a day (fasting) and is not taking any medication to control the diabetes. The customer has not made any recent changes in the diet, exercise regimen, or medication.